Event description:
Patient called lfs alleging that their meter had missing segments and was reading inaccurately high. Patient reported that they passed out in the last three months. Patient could not recall the readings patient had obtained on the reported meter, however, patient recalls obtaining a high result. Patient was taken to the emergency room, where patient was treated with insulin after a reading of "230 mg/dl" was obtained on the physician's meter. The time difference between their meter readings and the physician's meter was greater than 30 minutes. It is unknown if the patient was admitted or released. There is no evidence that the meter contributed to the serious inury, since the meter read high, the physician's meter read high and was treated for high at the ER. The meter was replaced after it was confirmed that the meter had missing segments.